Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states they received threshold suspend. The customer sensor was reading 75 mg/dl, but their blood glucose was actually 46 mg/dl. The customer states they would be speaking with their doctor over adjusting pump settings. No further assistance needed.